Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that it is thought the patient may be having "pacemaker wire problems". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.